Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in hospital for an unrelated procedure. Prior to the procedure when trying to program the device, the pulse generator exhibited backup vvi operation. The patient was in stable condition. Device code download did not resolve the issue. Due to patient¿s other chronic health issues; the physician elected to monitor the patient.

Event description:
New information received noted that the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench. The cause of the bvvi was found to be due to an integrated circuit anomaly. Longevity assessment was performed, and device was found to have appropriate remaining longevity.